Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to a malfunction of the implanted system.

Event description:
Related MFR reports: 3006705815-2020-31907, 1627487-2020-32429 and 1627487-2020-32430.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis.

Event description:
Related MFR reports: 3006705815-2020-31907, 1627487-2020-32429 and 1627487-2020-32430. It was reported the patient complained of pain and went to the ER where she was diagnosed with a bulging disk. X-rays showed the scs system lead anchor might had broken and the lead shifted one vertebral body down. Reportedly, the patient stated she lifted a 50lb bag of dirt prior to the event. A system diagnostic showed high impedance for one of the leads. Surgical intervention was taken, the lead suspected of having the anchor break was revised and the reported issue addressed.